Event description:
The reporter stated that their customer stated that while using the two port medifold over the past several weeks, the valves frequently become incompetent, resulting in leaking of administered IV solution, drugs and back flow of blood from the pt. The valves are extremely sensitive to pressure in the IV tubing when the rate of the infusion is increased with even minimal pressure. No pt injury was reported.